Event description:
It was reported that during a routine supply change for an ilet system, the user was unable to attach the infusion set connector because the connector would not turn; multiple connectors from the same lot were tried without success until a connector from a new box functioned and the supply change was completed. Symptoms included no reported adverse clinical effects, and glucose was stated as 227 mg/dl without symptoms. Outcomes included a delay in therapy until a functioning connector was used, with replacement supplies arranged and troubleshooting and education provided. Investigation included agent-led troubleshooting that identified connector turning failure with parts from a specific lot and successful use of a connector from a different box. Investigation of this case revealed a connector interface issue preventing proper engagement, consistent with a device component assembly or fit problem isolated to the affected connectors. It was concluded, based on previously established findings for similar reports, that the cause was product quality issue related to the connector component.